Event description:
Report received via 3rd party lawsuit alleged defective dialysis machines at user facility were defective and malfunctioned exposing plaintiffs to possible risk of contamination by blood of unknown aids/hepatitis c&b patients during january, february and march 1999. Plaintiffs allege emotional pain and suffering as a result of possible contamination.